Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Additionally, reported positioning failure could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation and positioning failure issue. There is no indication of a product issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr was advanced and grasping was achieved. During the gripper line removability test, the clip was observed to be detaching from the posterior leaflet. The gripper line was reattached to the gripper lever, the grippers were raised, and the clip was opened. Grasping was attempted again, however the grippers would not lower when advancing the gripper lever. Troubleshooting attempts were performed but unsuccessful in lowering the grippers; they remained fully raised. The clip was not implanted and replaced with a new device, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.